Manufacturer narrative:
This complaint was originally documented against the wrong product number / lot number / serial number / date of manufacture / UDI. D4, g1, and h4 updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted into the right axillary/subclavian artery in a 71-year-old male patient presenting in cardiomyopathy, in scai stage d shock, on multiple inotropes and vasopressors, prior to initiation of support. During the procedure, the automated impella controller (aic) console prompts would not advance past "insert purge disc" alert. This continued despite multiple attempts. The console was swapped out for a new one without issues. The post-procedure outcome is unknown. The automated impella controller (aic) will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
Correction: section d9 was corrected in this report which was inadvertently left out in the initial report.